Manufacturer narrative:
Technician found right siderail junction board cable was damaged with exposed wires. Replaced cable to resolve this issue.

Event description:
Complaint alleged that right siderail to weigh frame junction board cable was damaged.